Event description:
It is reported that the patient is alleging harm caused by the device, however, the nature of the harm is unknown at this time.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. Surgical notes and x-rays were not provided; therefore, it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The exact cause for the complaint cannot be determined with certainty. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.